Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received noted that the system was removed due to bacteremia.

Manufacturer narrative:
Further information requested not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01318, related manufacturer report number: 2017865-2020-01319, related manufacturer report number: 2017865-2020-01320. It was reported that the system was explanted due to infection. Patient condition could not be obtained.